Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, abdominal pain, extensive adhesion of the small bowel to the previous mesh repair, and hole in the middle of the mesh consistent with a recurrent ventral incisional hernia. Post-operative patient treatment included corrective surgery/surgeries, portions of the mesh had to be surgically removed via invasive surgery, additional surgery to repair the hernia that the parietex mesh was initially implanted to treat, operations to attempt to repair organs, tissue, and nerve damage, the use of pain control and other medications, exploratory laparoscopy, exploratory laparotomy, small bowel resection, and open recurrent ventral incisional hernia repair.

Manufacturer narrative:
Additional info: a2 (date of birth), a3, a4, b5, b7, d4 (lot #), g1, g3, h6 (added patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced obstruction, incarcerated ventral hernia, mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, abdominal pain, extensive adhesion of the small bowel to the previous mesh repair, and hole in the middle of the mesh consistent with a recurrent ventral incisional hernia. Post-operative patient treatment included excision of prior mesh foreign body material, laparoscopic lysis of adhesions, corrective surgery/surgeries, portions of the mesh had to be surgically removed via invasive surgery, additional surgery to repair the hernia that the parietex mesh was initially implanted to treat, operations to attempt to repair organs, tissue, and nerve damage, the use of pain control and other medications, exploratory laparoscopy, exploratory laparotomy, small bowel resections, anastomosis, and open recurrent ventral incisional hernia reduction and repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced obstruction, incarcerated ventral hernia, mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, abdominal pain, extensive adhesion of the small bowel to the previous mesh repair, hole in the middle of the mesh consistent with a recurrent ventral incisional hernia, diastasis, serosal adhesions, gastritis, constipation, diarrhea, nausea, vomiting. Post-operative patient treatment included excision of prior mesh foreign body material, laparoscopic lysis of adhesions, corrective surgery/surgeries, portions of the mesh had to be surgically removed via invasive surgery, additional surgery to repair the hernia that the parietex mesh was initially implanted to treat, operations to attempt to repair organs; tissue; nerve damage, the use of pain control and other medications, exploratory laparoscopy, exploratory laparotomy, small bowel resections, anastomosis, open recurrent ventral incisional hernia reduction and repair, CT scan, multiple hospitalizations, small bowel repair.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced obstruction, incarcerated ventral hernia, mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, abdominal pain, extensive adhesion of the small bowel to the previous mesh repair, hole in the middle of the mesh consistent with a recurrent ventral incisional hernia, diastasis, serosal adhesions, gastritis, constipation, diarrhea, nausea, vomiting, & lower back strain. Post-operative patient treatment included excision of prior mesh foreign body material, laparoscopic lysis of adhesions, corrective surgery/surgeries, portions of the mesh had to be surgically removed via invasive surgery, additional surgery to repair the hernia that the parietex mesh was initially implanted to treat, operations to attempt to repair organs; tissue; nerve damage, the use of pain control and other medications, exploratory laparoscopy, exploratory laparotomy, small bowel resections, anastomosis, open recurrent ventral incisional hernia reduction and repair, CT scan, multiple hospitalizations, & small bowel repair.

Manufacturer narrative:
Additional info: a5a, a5b, b5, b7, d4 (expiration date), h4, & h6 ime e2402: lower back strain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.